Event description:
Physician placed patient in skull clamp pin while patient was on the stretcher. Patient was rolled to the prone position on the operating table and placed in the mayfield headrest. After all the clamps were tightened the dr. Released head and the patient slipped out of the skull clamp striking onto the headrest causing the laceration.